Event description:
Addendum feb 16, 2023: the customer reported issue occurred during pre-use inspection with no patient involvement.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: there is no information available on the devices used in conjunction with this device at the time of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. There was no deformation of the air/water nozzle, and reprocessing method of the device by the user could not be obtained. Therefore, a further cause of the suggested phenomenon could not be presumed. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system".: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Customer provided information on reprocessing of the device. The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material and when it adhered in the device was known. Pre-cleaning information: it is not known if there was a delay to the start of pre-cleaning. Nor is it known if the device needed to be soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. It is not known if the air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, no air and water is fed. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a crack; suction cylinder is dirty; distal end cover (c-cover) has a dent; electrical connector has corrosion due to water leakage; and connecting tube has a scratch. The user¿s complaint was of poor air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of poor air/water supply. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is foreign material clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, no air and water is fed. This medwatch is being submitted for the reportable issue of the foreign material found in the nozzle as observed during device evaluation.